Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material no: unknown batch no: unknown it was reported that coring occurring when using cstds. The following was obtained during clinical assessment. Clinicians¿ reported coring occurring when using cstds. No patient involvement. Please see full assessment response on attached excel file.